Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to atrophy and recurring incontinence. Additional information received that the patient had poor tissue prior to surgery, and atrophy was predictable.